Manufacturer narrative:
Samples received: 1 open cassette. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical warehouse. We have received and open unused cassette labeled as monoplus usp 0 (f0024273), aluminum pouch label and box label correspond to monoplus usp 2/0 (f0024272). The cassette received has been checked and the suture inside corresponds to a monoplus violet usp 0. Diameter result conducted on the sample received is 0.449 mm in average and fulfils b. Braun surgical specifications for this thread and size: 0.400 mm < xave < 0.499 mm. Both products were manufactured the same day one after the other. Clean line between the orders was not correctly performed and one unit of product f0024273 (monosyn usp 0) was labeled as f0024273 (monoplus usp 2/0). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the sample received do not fulfil b. Braun surgical specifications, we conclude that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Samples received: none. Analysis and results: batch number was not informed. The list of delivered batches of the involved reference to the customer in the period (B)(6) 2016 to (B)(6) 2017 are: (B)(4). No further information received regarding patient conditions and outcome. We have checked the complaint history of the possible batches and there are no previous complaints of any of them. As no samples have been received and no units are available in (B)(4). We have only reviewed the batch manufacturing records and these products had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. There are no incidents found in the review. Sterilization method using ethylene oxide has been validated for this product. As indicated in the instructions for use of the product: as for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound side may occur occasionally. Existing infections may occasionally be enhanced by any foreign body. An occasional wound dehiscence and granulation may not be excluded. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: australia. Client had ordered the below item and it was incorrectly labeled outer label; code f0024272 - monoplus c violet 2/0 (3) 25m batch 117245; inner label code: f0024273 monoplus c violet 0 (3,5) 25m.